Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopy (vats) procedure, the surgeon was able to press the green button and squeeze the handle of the device but it was unable to fire. They used another load to complete the case and resolve the issue. No injury reported.